Event description:
I had a fossa condyle replacement done at (B)(6) by dr. (B)(6). I had problems from the start. I ended up having it removed (B)(6) 2011 and it was actually broken and because the fat pad put in did not stay in place, it was bone against the implant and bone lost. I have been unable to work since (B)(6). I am having a total left joint replacement done with a customer joint and upper and lower jaw broke to re center my face it has affected every part of my life, I am now having lots of low back and immune problems. Something needs to be done! Thank you! (B)(6).